Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. A piece measuring approximately 11.45 mm x 3.81 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument was damaged. The customer reported event has no report of patient injury.